Manufacturer narrative:
(B)(4): (striae). The clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a patient underwent uneventful ilasik on (B)(6) 2013. Patient presented 4 days post op with striae in right eye. Patient was brought to laser suite and flap lifted and stretched in right eye. Bandage contact lens (bcl) placed in right eye. Visual acuity sans corrected 1 day post-op lift 20/30 rigth eye and 20/20 in left eye. Patient was instructed to return in 3 days for re-check and removal of bcl.